Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. In addition, we are unable to determine if any product condition could have contributed to customer's infusion site irritation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to around 300 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment for the high blood glucose level, a new pod was applied. In addition, the patient experienced redness and inflammation on the skin was treated the affected area with antibiotics.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. Inspection of the device found no damages or deficiencies that would cause irritation at the infusion site. The cause of the reported event could not be determined. The download data contains timeouts. The device was able to successfully recover from the timeouts and insulin delivery was not affected.